Event description:
Olympus was informed that the patient underwent an electrovaporization of the prostate using a plasma button, and five days later the patient developed urethral necrosis with urine coming out of the wound. Olympus made several attempts to gather more detailed information from the user facility and was informed that the patient was discharged on (B)(6) 2013 and returned with infection on (B)(6) 2013. The physician has no longer direct contact with the supplier ((B)(4)) of the device. The physician does not have any information about the model, serial or lot number of the electrode used during the procedure. There was no further information provided.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The exact cause of the patient outcome could not be conclusively determined.